Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck). The cause for the failure was isolated to the u409 can transceiver on the computer/analog board. Additionally, the insulated-gate bipolar transistors (igbts) q12, q10, q8, q7, and q6 on the defibrillator pca were shorted. The root cause for the shorted u409 transceiver and shorted igbts could not be positively identified. Device evaluation of the electrode belt has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a damaged u708 component the distribution node pca. The root cause for the damaged u708 component could not be positively identified. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated four times by the lifevest. The patient was reportedly conscious at the time of the event. Multiple counting of the ECG signal contributed to the false detection. The response buttons were pressed after the second treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient did not seek medical attention. The patient ended use of the lifevest.